Manufacturer narrative:
The investigation of vf/vt/af/at and pump stop has been completed. The impella 5.5 was returned for evaluation. Pump stop: upon visual inspection of the pump, no abnormalities were observed. Pump was electrical tested and all three motor cable lines were open. Red handle of the pump was opened and all three motor cable lines were found to be necking and broken just past the glue joint inside catheter. Data logs were reviewed and lt log shows alarm 115 pump stop alarm, with a motor current spike to 3000. Pump was attempted to be restarted multiple times without success. Clinical details noted that a pump stop occurred on day 8 of support and was unable to be restarted. The root cause of the pump stop was due to an electrical open of the motor cable wires within the red handle based on returned product and data log analysis. Vf/vt: as the necessary information was not provided, the root cause of the vt/vf was not determined.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use. Impella cp with smartassist for use during cardiogenic shock and high risk cpi section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported the patient was on impella 5.5 support and during support, the patient had episodes of non-sustained ventricular tachycardia. The patient was shocked three times. Support continued. Additionally, during support, there was a pump stop. Attempts to manually restart the pump were unsuccessful. A new automated impella controller was attempted to no avail. The pump was removed. The procedural outcome was the patient survived surgery.